Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. At the end of an afib case, a pericardial effusion was noticed. The pericardial effusion was discovered by ice. The patient was stable the entire procedure and displayed no symptoms of a pericardial effusion. The pericardial effusion was confirmed by ice with a 10f soundstar eco catheter. The medical intervention provided was a pericardiocentesis and 300 cc of fluid was removed. The patient was reported to be in stable condition and the patient did not require surgery. The procedure was completed. The physician did not know what caused the pericardial effusion. Additional information: event date: (B)(6) 2021. This adverse event was discovered post use of biosense webster products, after case was complete the physician did his routine ice look at the heart. Physician did not comment. He just said it was long procedure with a lot of rf applications. Intervention provided: pericardiocentesis. A transseptal puncture was performed with a bayless needle. Prior to noting the CT ablation was performed. There was no evidence of steam pop. The event occurred: after ablation. Irrigated catheter was used in the event and the flow setting: 8/15cc/min. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Visitag module parameters for stability: 3mm/3sec 25% 3grams respiratory gated. No additional filter used with the visitag. Color options used prospectively: tag index. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.